Event description:
The customer reported that the 6t transesophageal probe was too stiff, and they have difficulty with the probe such that the stiffness may cause or contribute to serious injury in surgical patients when the probe is in place for 3 to 4 hours.

Manufacturer narrative:
Ge healthcare received the probe for investigation. The high potential test failed to find leakage current. A pressure test was applied and no bite holes were noted. The probe was connected to an in-house vivid system and found to be functional. When the probe was first received, it was noted that the probe brakes were applied, which was possibly the cause of the perceived stiffness. No device failures were noted. The customer was informed of these investigational findings and was advised not to rotate the prove while the angulations breaks are applied, as this can cause mechanical failure.